Event description:
Option study: it was reported that thrombosis occurred. Prior to the index procedure aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 21.6 mm. After the implant the patient was continued on aspirin and rivaroxaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021, 98 days post index procedure, the patient presented for the 3-month follow-up visit. The transesophageal echo (tee) revealed a clot on the watchman flx device. The patient was started on eliquis and xarelto was stopped. The patient was scheduled for tee follow-up in another 3-months. The event is considered to be ongoing. It was further reported that a 0.5 cm2 mobile, pedunculated thrombus on the atrial facing surface of the watchman device was noted.

Event description:
Option study. It was reported that thrombosis occurred. Prior to the index procedure aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 21.6 mm. After the implant the patient was continued on aspirin and rivaroxaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021, 98 days post index procedure, the patient presented for the 3-month follow-up visit. The transesophageal echo (tee) revealed a clot on the watchman flx device. The patient was started on eliquis and xarelto was stopped. The patient was scheduled for tee follow-up in another 3-months. The event is considered to be ongoing.

Manufacturer narrative:
Updated: b5, b7.

Event description:
Option study. It was reported that thrombosis occurred. Prior to the index procedure aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 21.6 mm. After the implant the patient was continued on aspirin and rivaroxaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021, 98 days post index procedure, the patient presented for the 3-month follow-up visit. The transesophageal echo (tee) revealed a clot on the watchman flx device. The patient was started on eliquis and xarelto was stopped. The patient was scheduled for tee follow-up in another 3-months. The event is considered to be ongoing. It was further reported that on (B)(6) 2021 the tee revealed a 0.5 cm2 mobile, pedunculated thrombus on the atrial facing surface of the watchman device. It was further reported that there was no evidence of thrombus present on the left atrium, post index procedure. On (B)(6) 2021, tee revealed a well-positioned device. The patient was on aspirin and rivaroxaban at the time of the event. Rivaroxaban was discontinued and the patient was initiated on eliquis for 3 months. Aspirin was continued. On (B)(6) 2021, follow-up tee revealed no evidence of thrombus or leak around the watchman device.